Manufacturer narrative:
It was reported to abbott, a patient¿s stated their ipg had stopped working a year after being implanted. The patient had undergone a complex surgery for cancer issues. They were unsure if they pad placed the device in surgery mode prior to the surgery. The ipg was explanted as patient needed MRI. The lead and anchor were also explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Corrected data medical device problem code

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Unknown if patient set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Manufacturer narrative:
The report of ¿inoperable ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery.